Event description:
A malfunction was reported with no notable events occurring prior to the incident. There was no adverse impact to the customer's blood glucose level. The customer did not have charging supplies available and planned to call back to reset the pump, as the malfunction code could be reset. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.